Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
On (B)(6) 2022, the field service representative (fsr) was performing quarterly preventative maintenance on the alinity c processing module. Droplets from the biohazard tubing from the ict aspiration pump went into the fsr¿s eyes while turning the tubing around. The fsr rinsed their eyes with water and saline at home. Additionally, they had a blood test completed that was negative. On 13oct2022 the employee was seen by an ophthalmologist. A diagnosis of conjunctivitis was provided, the fsr was started on antibiotics and hydration fluid. No additional impact to the customer was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the reagent pump according to procedure. After replacing the pump, the fsr noticed there was a problem with the wash flow of the wash station. Several tests were performed, including cleaning and vacuuming the manifold, needles, and needles 1 and 4 were replaced which resolved the issue. The wash solution pump was replaced by the tss. Quarterly maintenance is complete and ok. The abbott technical applications specialist (tas) confirmed that she was not wearing protective eyewear at the time of the splash event, but was wearing a lab coat, gloves and mask. A review of the service history for the analyzer revealed no additional issues of splashing from instrument parts were reported. A review of historical data associated with the ict to ict valve nc tubing from the 1 ml syringe, did not identify any trends, nonconformances or potential nonconformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no trends with regards to the current issue. A cross functional team (cft) reviewed and determined the adverse event was related to use error and concluded the risk management file (rmf) is adequate and sufficiently addresses the issue under review. Labeling was reviewed and sufficiently addressed the customer¿s issue. Based on the investigation, the alinity c processing module, (B)(6), the 1 ml syringe and/or the ict to ict valve nc tubing was performing as intended. Further, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.corrected information in section g2.

Event description:
On 12oct2022, the field service representative (fsr) was performing quarterly preventative maintenance on the alinity c processing module. Droplets from the biohazard tubing from the ict aspiration pump went into the fsr¿s eyes while turning the tubing around. The fsr rinsed their eyes with water and saline at home. Additionally, they had a blood test completed that was negative. On (B)(6) 2022 the employee was seen by an ophthalmologist. A diagnosis of conjunctivitis was provided, the fsr was started on antibiotics and hydration fluid. No additional impact to the customer was reported. The customer received antibiotics and hydration fluid. No additional impact to the customer was reported.